Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a colorectal procedure, there were technical issues for using the handle and loader once ready to staple tissue. When the medical team tried to staple, they heard a "cracking noise" then the reload and the handle would not fire. There was unanticipated tissue loss. There was extension of the surgery time more than 30 minutes and the patient stayed in the hospital extra day. There was no blood loss and no reinforcement material used.